Event description:
It is reported that the tibial impactor chipped when impacted and fragments fell into surgical sight. The surgeon was unable to remove these fragments.

Manufacturer narrative:
This report will be amended when our investigation is complete.